Event description:
It was reported that a patient was revised approximately 4 months post operatively due to a disengaged ozark plate locking mechanism and an ozark screw that had migrated. The screw was removed but the plate was left in place. This record represents the plate.

Manufacturer narrative:
Visual inspection: upon review of the associated images, it was found that the plate's dual screw cover had been fractured off. It appears that the screw cover at the caudal-most level of the construct had fractured. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It is not clear what may have caused the screw cover to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Ultimately, no root cause for the issue could be determined based on the available information.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that a patient was revised approximately 4 months post operatively due to a disengaged ozark plate locking mechanism and an ozark screw that had migrated. The screw was removed but the plate was left in place due to fusion. This record represents the plate.